Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A video of the incident was provided for evaluation. Video was evaluated, and it was observed that the large pinch clamp did not close completely, causing the arterial line to leak through the patient connector. Based on the observation of the provided video, the reported defect was confirmed. Since a physical sample was not provided, a proper analysis was unable to be performed and the exact root cause could not be determined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: large arterial clamp does not close completely, causing blood to leak during take-off. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.